Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records was completed. Criterion tool & die, inc. Manufactured the drive shaft assembly for ria, p/n 314.743, and lot number 6124872 (supplier lot#16192-01) on po #960422, for 17 pieces delivered april 10, 2009. Initially, the part conformed to the supplier¿s certificate of conformance. The parts were released to the warehouse on april 15, 2009. There were no mrr¿s, non-conformance reports, or complaint related issues with this lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: the reamer/irrigator/aspirator (ria) drive shaft 314.743 was returned with the hex tip broken off. The fragment was not returned. The ria system is intended to clear the medullary canal of bone marrow and debris, size the medullary canal for implants or prosthesis, and to harvest bone and bone marrow in the treatment of osteomyelitis. The condition of the returned drive shaft is consistent with damage caused by the device being over torqued. It is critical for the reliable function of the drive shaft that a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm (standard drill speed) be used. The technique guide recommends that no reduction drive or drills with a torque greater than 6nm be used. Competitors¿ devices with a torque of up to 17nm are routinely used. Power equipment designed specifically for reaming must not be used. It is possible that use of an incorrect drive unit has repeatedly over torqued the drive shaft tip causing fatigue and ultimately the fracture at the tip. The relevant drawings were reviewed and determined to be suitable for the intended design and application. After reviewing the related product drawings, complaint history and risk analysis, the design is adequate for its intended use and did not contribute to this complaint condition. As the instrument did break, the complaint is confirmed. Specific details regarding the technique used/application which led to the device failure were not provided, however it is likely that excessive force was applied to the drill bit. As the complaint condition is the result of method of use rather than a design deficiency, the device is determined to be suitable for its intended use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the tip broke off a reamer/irrigator/aspirator (ria) drive shaft. The part was found broken in sterile processing. There was no reported patient involvement. This report is 1 of 1 for (B)(4).